Event description:
It was reported that the patient presented for a follow up exam. Upon interrogation it was noted there were episodes of auto mode switching (ams) due to r-wave oversensing. Programming changes were made. The patient did not have any symptoms and will continue to be monitored.